Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the weld broke on the crossmember of this chair. End user wife said he was sitting in the chair and heard a crack.